Event description:
The account alleged the brake pedal could be set but the brake casters on the head end would not fully engage and hold. No pt impact.

Manufacturer narrative:
The tech replaced the bushing on the brake linkage to resolve the issue.